Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The device displayed an error message. It was noted that the patient recently had several chest x-rays. It was noted that continuing would return the device to nominal settings. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.